Event description:
New information received notes that the right ventricular (rv) lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right ventricular (rv) lead was oversensing noise which led to pacing inhibition. No intervention was performed. The patient was in stable condition.